Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745, lot#/serial# (B)(6), product type programmer, patient review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstances that led to not able to charge implant and showed finished was due to the antenna.steps taken reported that they called and sent out a new device and now is okay. The issues were resolved. The representative was accurate and walked through all the steps about taking the battery out from the back and putting it back in to the pack. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger product ID 97745 lot# serial# (B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was not able to charge the implant over 30%. Yesterday it would not charge over 60% and today could not go past 30%. When charging, the screen changes and says 'finished' and would not go anymore. Reviewed this might be normal and pt needs to start the charging session again and make sure they do not press stop. Pt said they did not press stop and 'finished' message kept appearing. Pt saw no damage. An email was sent to repair to replace the recharger. Pt called back from number registered saying they got the replacement rtm, but they still saw "finished" and could charge up to 30% but no further, even if they had the device on all day (pt just got new rtm this morning). Pt confirmed they let the screen go dim while charging. Had pt reset controller to obtain serial number and after reset pt started a recharge session but then said the controller said stop on the bottom. Pt pressed stop and said the screen said finished again even though they were at 30%. Reviewed the "stop" button usage and that if pt pressed stop, the screen would say finished even if not at 100%. Had pt press recharge and pt reported recharging on excellent again. After a few minutes pt checked the progress and reported they wer e able to get up to 40% now. Reviewed to continue charging. Pt asked why the top battery decreased while charging. No symptoms or patient complications were reported.